Event description:
The customer reported that the system exhibited charging errors upon system start up. This error is likely to prevent the system from booting to a usable state. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The l1 coil of the battery charging pcb was evaluated found to be at issue. The battery charging pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.